Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient in the operating room. When the clinician was pulling out the wire from the catheter, the central core wire severed although the outer wire kept it from separating completely. The wire was removed intact. No harm was done to the patient. They do not know if this caused a delay in treatment and there was no patient death or complications reported. It was noted that there was some resistance when putting in the dilator but nothing out of the ordinary.